Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not giving her a basal when she is sleeping. The customer¿s blood glucose level was 300mg/dl at the time of the incident. The customer was advised that since she just got this replacement pump that most likely it is not the pump but maybe the settings during the night time. The customer declined to troubleshoot for the issue. The insulin pump will not be returned for analysis.